Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer hospitalized with glucose values above 500 mg/dl. The patient received insulin by injections. An examination of the pump found that the pump worked very well and the piston moves back and forth without problems. But there were error messages of e4, showing a blockage in the pump for an hour and a half that were untreated and causing a significant rise in blood glucose level. The pump is working properly and remains with the patient but not connected.